Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v027626, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v027626, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n285453, implanted: (B)(6) 2011, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
Information was received from the consumer about a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported he was looking at the monitor and was checking his device. It was determined that his implant was off and he replaced the batteries and when he turned it on, he received a jolt. It was a sudden symptom. It was believed the patient was fine but he had left the room. They believed the patient may be developing dementia. Further follow-up was being conducted to determine what steps were taken to resolve the issue, what were the circumstances that led to the jolting sensation, and had the jolting sensation when the patient turns on their device been resolved. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the consumer reported that the shocking sensation occurred one time when patient turned the device back on without adjusting stimulation back down to zero. The shocking sensation was resolved at the time of the call and patient recovered without incident.